Event description:
It was reported that noise was noted in stored egm. The noise was not reproduced with arm movement. Increased thresholds and impedance were observed. The device was reprogrammed. However, the physician later capped the lead after review of x-ray showed lead tip bent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.